Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that patient faced an infusion set was detached from body during use on (B)(6) 2024. No further information available.